Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The most recent preventive maintenance record available and confirming device met specifications as per service installation record. During on site visit, filed service engineer collected logfiles and patient files but treatment report has not been provided. Root cause for this event could not be identified conclusively. Not enough information was provided to complete an investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a vertical gas breakthrough in the patient's unknown eye during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).